Event description:
The customer reported that the device fails the defib test in operational check.

Manufacturer narrative:
(B)(4). The customer reported that the device fails the defib test in operational check. The device was evaluated at philips. The symptom was verified. The issue was localized to the therapy pca.